Event description:
The customer reported that the 840 ventilator was inoperable. The ventilator was not in use on a pt at the time the malfunction occurred. Covidien technical support engineer (tse) troubleshoot this issue with the customer over the phone. The customer reported to have run the ventilator on a test lung for a three day period without any malfunction and that the unit passed extended self testing. Covidien was not authorized to evaluate the device.

Manufacturer narrative:
(B)(4).